Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdws0033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the medicine was infused, water droplets appeared on the disc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak near the needle housing is confirmed but the exact cause remains unknown. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. The safety mechanism was returned fully activated over the needle bevel. Evidence of use and adhesive dressing is present within the device and on the extension tubing. A bend in the needle shaft was present. Manipulation of the needle reveled movement within the needle housing. The sample was flushed with water and no leaks were observed. The safety was deactivated in order to occlude the needle tip. The infusion set was pressurized, and beads of water were observed to leak from the proximal end of the needle housing. The leak appeared to be located at the adhesive bond between the extension tubing and proximal needle within the housing. Microscopic observation revealed adhesive to be present on the proximal needle shaft and housing. Based on the evidence of use and damage on the needle shaft, possible contributing factors include damage to the adhesive bond between the needle and extension tubing during handling or use. Since the leak was observed at the needle housing, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that when the medicine was infused, water droplets appeared on the disc. No other information was provided.